Event description:
It was reported that the customer was receiving a no delivery alarm and her blood glucose level was going up. Customer put in a new infusion set and has to put it in three times. Customer's blood glucose level was 458 mg/dl. Customer performed a 5.0 fixed prime and the insulin did not exit and the pump did not alarm for a no delivery. Customer used a plunger and the insulin exited the tubing. Pump was working as designed. It was explained that the alarm was caused by set/reservoir occlusion. Customer will monitor the pump and infusion sets. No additional information provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.